Manufacturer narrative:
(B)(4). The device was returned for evaluation. An event history log review was performed and there were no alarm or failure codes and no keystrokes, programming, or use related events that would indicate and/or contribute to the reported death. The device passed electrical and functional testing. Pneumatic system testing was performed and found no issues. The device passed purge, seal, and wet disposable integrity testing. A short simulated therapy was performed successfully on the device. The device evaluation found no failures, malfunctions or increased intra-peritoneal volume (iipv) events were identified that could have caused or contributed to the reported issue. A review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During evaluation there was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device passed away. On an unknown date, in the same month as the receipt of this report, the pt was hospitalized for abdominal pain which was due to an ileus. The day prior to the receipt of this report, the pt passed away. The cause of death was reported as cardiac arrest. Pd therapy was ongoing; however, it was unknown if the pt was on the hc device at the time of death. It was unknown whether an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Return of the device has been requested; however, it has not been received to date. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.